Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2 experienced a failure due to a broken latch. The drawer was completely broken, the latch was damaged, and the drawer would not close as expected. The drawer condition prevented normal operation of the device and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer found that drawer main 2 was not opening properly and that the left drawer slide was missing a cage. The examination showed that the bumpers were missing which led to the migration of the bearing retainer and subsequent ball bearings falling out. The fse replaced the slide and tested it, after which it functioned properly. The system functioned as intended after the field service engineer had repaired the device.